Event description:
It was reported that during a da vinci-assisted salpingo-oophorectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the finger clutch slider fell off of one of the master tool manipulators (mtm). The customer had another surgeon side console (ssc) in the room and the surgeon moved over to it to continue with the case. The procedure was converted to another da vinci system with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the surgeon was able to switch and proceed with the other console that was in the room successfully. The procedure was completed robotically as planned with no patient injury. No images or patient demographics available.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the opto switch fell off of the master tool manipulator (mtm) and error 23031 was present on startup. The fse replaced the mtm due to the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed, and the reported failure of missing opto buttons was able to be reproduced during a sine cycle. Th embedded serializer for master handle (esmh) printed circuit assembly and opto button assemblies will be replaced to resolve the issue. The probable root cause is attributed to a component failure of the esmh and opto button assemblies. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to the finger clutch slider falling off of one of the master tool manipulators (mtms). While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.